Manufacturer narrative:
B2. No intervention was required and the file is no longer a serious injury per additional information received. The catheter is being system reported for malfunction. H3. The catheter was subjected to a series of standard tests that include but are not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. 4 slice cuts were also found on the catheter body, consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer's representative (rep) and was confirmed/provided by the healthcare provider (hcp). It was reported that the rep became aware of the need for the catheter revision on 2026-mar-23 and that was also when it was determined the catheter needed to be revised. It was reported that the patient's pump hit end of service (eos) that morning. The patient had not had any issues with the pump, and at that point everything was working fine. The hcp worked at getting the pump freed up so they could place the new pump. After removing the scar tissue they freed the pump. The hcp then attempted to aspirate the catheter and got air bubbles in the syringe. The hcp examined the catheter and found what he called a "tear" in the catheter. The hcp said they needed to replace that piece of the catheter, and the patient had not been getting the medications. The rep asked 'if the pump had been running for 7 years as of today wouldn't there be fluid in the pocket' and inquired if maybe the hcp cut the catheter when they freed the pump. The hcp said 'no I was very careful please report it' to the manufacturer. When asked for the cause of the issue, the rep indicated "we now think the catheter was cut during the replacement procedure". The hcp had the rep lower the infusion rate very low because they were worried that the patient would get too much medication if they weren't' getting any because of the tear in the catheter. Two days later the patient came to the hcp's office with severe withdrawal symptoms. The hcp gave the patient a bolus and increased the infusion rate. The rep has the catheter in their possession and will return it to the manufacturer. Additional information was received from the manufacturer's representative (rep) and was confirmed/provided by the healthcare provider (hcp) 2026-apr-24. It was reported that when the hcp was replacing the pump, they noticed the tear/cut in the catheter. The hcp was worried that the patient had not been getting the medication in the intrathecal space, so they instructed the rep to lower the infusion rate to the lowest deliverable rate. The patient then returned to the hcp with withdrawal symptoms, which was why the rep and hcp then suspected that the catheter was cut during the explant procedure. The hcp increased the infusion rate and informed the rep that the patient was doing better.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the catheter was revised.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-nov-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.